Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record for the reported lot number is in-progress. Upon completion of the investigation; a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury. Device not returned by customer.

Event description:
A review of the maude database identified the following event. "Nurse was utilizing the product to suction the patient. Sponge fell off the tip of the suction tube. There were no problems with the remaining sponges in this kit. We were trialing this product. After the event occurred, I spoke to some additional nurses who indicated they had experienced this problem throughout the trial period. The patient did not experience any adverse affect from the event."